Manufacturer narrative:
Approximate age of device ¿2 years, 1 month; the patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that patient was seen in clinic and low speed alarms were noted upon interrogation. The patient was asymptomatic during the event and stated a single beep was audible and has yet to hear any further alarms. Log file analysis observed a backup battery fault that cleared immediately. 2 low speed operations were noted while the patient was attached to the mobile power unit. The patient was given a grounded cable and released from the hospital. The patient underwent a driveline replacement on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the patient¿s submitted log file confirmed low speed events, however, evaluation of the patient¿s replaced portion of the driveline did not find damage that could have contributed to the events seen within the log file. The submitted log file contained data from (B)(6) 2018 to (B)(6) 2018. The log file captured low speed advisory events on (B)(6) 2018 and on (B)(6) 2018 when the patient¿s speed dropped below the low speed limit of 8800 rpm. The patient was operating on mpu during both low speed events. Based on past experience with the heartmate ii lvas this behavior could be indicative of driveline damage leading to a short to shield; however, the evaluation of the returned portion of the driveline did not confirm the suspected driveline wire damage. A distal end driveline replacement was performed on (B)(6) 2018 under work order-(B)(4) and approximately 16 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. Visual inspection of the driveline found no damage to the outer silicone sleeve or underlying bionate layer. Minor breakdown of the metal braided shield was observed approximately 2.5 inches from the metal connector. The underlying wires appeared overall unremarkable with no evidence of kinking, twisting, or severe insulation abrasion. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was then suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The account reported that the patient the patient remains ongoing on vad support while awaiting a heart transplant. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event (device code - break): additional information. Device evaluated by MFR: the pump remains in use supporting the patient; however, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low flow and low speed alarms. The patient had additional pump stoppage events on (B)(6) 2018. The account detailed the patient had a splice at a outside vad center. Log file analysis captured speed drops below the low speed limit on (B)(6) 2018 while the patient was connected to the power module. The patient was connected to an un-grounded cable after the pump stoppage event. The patient experienced a driveline fault event on (B)(6) 2018 that self-corrected. The patient was upgraded on the transplant list due to pump stoppage events and spliced driveline.